Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cyber security upgrade, the device entered back-up vvi mode due to a loss of power to the building. The back-up mode resulted in phrenic nerve stimulation (pns) that was resolved by reprogramming the device. The physician elected to not upgrade the device. The patient experienced no adverse health consequences.